Event description:
It was reported that pertochantear on the left since (B)(6) 2016 was correctly operated with short gamma nail (B)(6) 2016. Postoperative x-ray images from (B)(6) 2016 and control images from (B)(6) 2017 show correct and unchanged position of the marrow seam. The x-ray from (B)(6) 2017 shows that collum screws have turned through caput femoris, through acetabulum and approx. 3 cm into the pelvis. Subsequently, removed the osteosynthesis material and inserted hip alloplasty. Additional information received: (B)(6) 2016 original operation. (B)(6) x-ray check show that all looks good although it wasn¿t possible to see whether the gamma3 was attached correctly in the femur. (B)(6) 2017 x-ray check show that all looks good and it is possible to confirm that the gamma3 was attached correctly in the femur. The patient then experience symptoms and is referred to get an x-ray. (B)(6) 2017 x-ray show that the gamma3 is screwed out and has wandered 5-6 cm through the joint head and the socket and through the small pelvis. The revision surgery was performed the (B)(6) 2017 and the original device was discarded"

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device and medical records must be available in order to determine the root cause of the complaint event. Based on the past complaints history and risk management file, the possible root cause would be revision surgery due to implant failure (cut out, implant breakage) which is a typical complication of proximal femoral nailing. This harm does not primarily depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primarily the respective surgical technique. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that pertochantear on the left since (B)(6)2016 was correctly operated with short gamma nail (B)(6)2016 . Postoperative x-ray images from (B)(6)2016 and control images from (B)(6)2017 show correct and unchanged position of the marrow seam. The x-ray from (B)(6)2017 shows that collum screws have turned through caput femoris, through acetabulum and approx. 3 cm into the pelvis. Subsequently, removed the osteosynthesis material and inserted hip alloplasty.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that pertochantear on the left since (B)(6) 2016 was correctly operated with short gamma nail (B)(6) 2016. Postoperative x-ray images from (B)(6) 2016 and control images from (B)(6) 2017 show correct and unchanged position of the marrow seam. The x-ray from (B)(6) 2017 shows that collum screws have turned through caput femoris, through acetabulum and approx. 3 cm into the pelvis. Subsequently, removed the osteosynthesis material and inserted hip alloplasty.